Manufacturer narrative:
Event 3: photographs were provided for further evaluation. The photos were visually evaluated as per specification with failing results. It is noted that the l.p. Backcheck valve appears to have insufficient solvent on it and is not bonded to caresite y-site valve. Based on the evaluation results, the reported defect is confirmed. Incidents of this nature are attributed to operator oversight during the processing of the product. During the manual assembly of this product, a bonding agent is dipped dabbed the backcheck valve then it is inserted into the side arm of the caresite y-site. During this application it is possible that the component(s) were not boned together. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: it was reported that the IV sets are breaking apart. Event details: set is breaking apart at the joint between the back check valve and upper y site when a secondary set is connected. No injury reported.